Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis,

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that the instrument sparked when firing energy. The customer stated that they were using the permanent cautery hook (pch) and the fenestrated bipolar instrument, and they fired energy the fenestrated bipolar instrument sparked and the wire/coil at the wrist of the instrument sparked, and the wire broke. The customer stated there was no patient injury and they were able to retrieve the wire that broke. The customer swapped instruments and was able to continue with the case and agreed to advise the customer to RMA the instrument. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The thermal damage was first observed intraoperatively. The surgeon believes the thermal damage to the instrument was caused by energy arcing off the hook onto another metal instrument. The instrument did collide with an energy instrument during the procedure. Arcing was observed during the procedure. It was a small ball of flame (much more than a small spark) that flared up and quickly went out. The surgical task performed when the arcing event occurred was a dissection of the gallbladder off the liver bed. The other instruments in use when the arcing event occurred were fenestrated bipolar (used for dissection) and cadiere (used for retraction). The arcing appeared to originate from the subject instrument. The surgeon believes the arcing event was caused by the collision of instruments when firing energy. There was no injury to the patient. The monopolar hook arced and caused the little ball of flame/spark up (pn: 470183 / sn: 2305250101) in turn this flare caused the wire to burn on the fenestrated bipolar that was sent back via the RMA process (pn: (B)(4)/ sn: (B)(6)).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the permanent cautery hook (pch) instrument was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Please refer to MFR report number- 2955842-2024-16959 for additional information related to this event.